Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were intermittently observed in the cartridge tubing. Additionally, the customer received intermittent minimum fill notifications after filling the cartridges with an unknown amount of insulin. Customer changed supplies and resumed insulin delivery. No impact to the customer's blood glucose.